Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx partially covered stent was to be used during biliary stent implantation procedure performed on (B)(6) 2016. The stent was to be implanted to treat a 3 cm malignant stricture in the lower bile duct at the right above the papilla due to pancreatic cancer. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began releasing the stent but the stent was difficult to deploy. The physician applied a stronger force to pull the outer catheter. Several attempts were made to release the stent; however, the stent was only released several millimeters. The physician pulled the delivery catheter forcefully while shaking it and the stent fully deployed inside the patient. The stent immediately moved into the duodenum, almost contacting the opposite side of the duodenum. The stent was removed from the patient and the procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex biliary rx stent delivery system was returned for analysis; the stent was deployed and not returned. Visual examination of the returned device found that the handle was in the deployed position, and the inner shaft was outside of the distal end of the sheath. There were several kinks along the inner shaft distal to the reconstrainment band. Marker bands are undamaged and properly placed along the shaft. During functional analysis, the handle was placed into the pre-deployment position, bringing the inner shaft back into the outer sheath. There was no further damage found to the inner shaft. The noted damages to the returned device are likely due to anatomical or procedural factors such as tortuous/tight anatomy encountered during procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx partially covered stent was to be used during biliary stent implantation procedure performed on (B)(6) 2016. The stent was to be implanted to treat a 3 cm malignant stricture in the lower bile duct at the right above the papilla due to pancreatic cancer. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began releasing the stent but the stent was difficult to deploy. The physician applied a stronger force to pull the outer catheter. Several attempts were made to release the stent; however, the stent was only released several millimeters. The physician pulled the delivery catheter forcefully while shaking it and the stent fully deployed inside the patient. The stent immediately moved into the duodenum, almost contacting the opposite side of the duodenum. The stent was removed from the patient and the procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.